Manufacturer narrative:
The pump was returned in 2007 for an unrelated cracked casing issue. The pump was disassembled for investigation of that complaint per product analysis guidelines and is no longer available for testing.

Event description:
The patient reported that she was hospitalized in august of 2006 for elevated blood glucose (bg) over 500 mg/dl with dehydration and feeling ill. She stated that she was diagnosed with diabetic ketoacidosis (dka), which the doctor reportedly told her was caused by a bad insertion site. The patient stated that she was in the hospital for two days, where she was removed from the pump and treated with insulin injections. Insulin pump therapy was reportedly resumed prior to discharge from the hospital. The pump that the patient was using at the time of the reported incident is no longer available for review, as the patient traded in the pump for an upgrade in 2007.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.